Event description:
The manufacturer received information alleging the oxygen (o2) low pressure and flow verification test steps had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was evaluated by a philips service engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices gasket solenoid valve, blower assembly, and three-way (3-way) solenoid valve had caused the o2 low pressure and flow verification test steps to fail on the trilogy ev300 device. In conclusion, the device's blower assembly, gasket solenoid valve, and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the fio2 sensor cable was replaced for o2 sensor test step failing on the device. This was unrelated to the reportable issue. The system printed circuit assembly was replaced for the voltage test step failing on the device, which was unrelated to the reportable issue.